Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not confirm the allegations made against the device in the field.

Event description:
Additional information provided from the field indicates this device was explanted due to normal battery depletion. There were no further allegations relating to this event being made against the device. No adverse patient effects were reported.

Event description:
Boston scientific received information that upon an interrogation, this pacemaker displayed less than half a year remaining in longevity. After a re-interrogation, the pacemaker then displayed a year remaining in longevity. Boston scientific technical services that the device was in retry upon the first interrogation, and the programmer may have placed the device into different current bins. The patient will continue to be monitored and their pacemaker remains in service. No adverse patient effects were reported.